Manufacturer narrative:
After installing battery tester unit displayed weak battery due to corroded battery tube spring noted. Pump passed displacement test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarmed had off no power alarm. Customer stated they did not received low battery alert prior to off no power alarm. Customer stated it was second occurrence of off no power alarm without low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.